Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: (B)(6), inratio: 3.2; date: (B)(6), time: 2:40pm, inratio: 2.9, lab: 4.8 (6:45pm); date: (B)(6), inratio: 2.2, lab: 2.9 (2 hours later); date: (B)(6), inratio: 2.9, lab: 4.4 (5 minutes later). Therapeutic range: 3-4. (B)(6): patient self tester took 5mg coumadin. (B)(6): patient was hospitalized for blood clots. Received fresh frozen plasma and was on a heparin drip while in the hospital (after lab inr result was obtained). Patient was taken off coumadin for a few days while in the hospital but could not provide the dates. (B)(6): released from the hospital; patient took 7.5mg coumadin and was given lovenox. September 16: patient took 7.5mg coumadin; lovenox was given in the morning and at dinner. September 17: lovenox was given; patient reports bruises from lovenox. Patient stated that she has developed mostly venous clots in the past but this recent episode was arterial clots. Was on lovenox after last hospital discharge for a few days along with coumadin.

Manufacturer narrative:
Investigation pending.